Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Deformation: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b3, h6.

Event description:
Healthcare professional reported "implant rupture was found intraoperatively" and "breast deformity". This record is for the right side. The device has been explanted and replaced with an unknown device.

Event description:
Healthcare professional reported "implant rupture was found intraoperatively" and "breast deformity". This record is for the right side. The device has been explanted and replaced with an unknown device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "right breast deformity" and rupture was later discovered intraoperatively. Continued e1 phone number: (B)(6).